Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: other relevant history, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of lipids was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the occurrence of an over infusion event. All inspected parts were manufactured by bd. Event log review showed the suspect pump module was powered on attached on (B)(6) 2025 at 9:00:03 pm and was assigned channel b. The profile in use was identified as ¿pediatric¿. At 10:25 pm, suspect pump module s/n (B)(6) was selected and user restored previous programed infusion of ¿fat emulsion/lipids¿ with a rate of 20.8ml/h and a volume to be infused (vtbi) of 250ml. The infusion was started and recorded a primary volume infused (pvi) of 848.681ml (an accumulated from previous infusions). Pump module s/n (B)(6) was selected and user restored previous programed infusion with a rate of 54.5ml/h and a vtbi of 54.5ml. The infusion was started and recorded a pvi of 3441.62ml (an accumulated from previous infusions). At 10:28 pm, pump module s/n (B)(6) was selected and user restored previous programmed infusion with a rate of 300ml/h and a vtbi of 1200ml. Infusion was started and recorded a pvi of 5948.55ml and a secondary volume infused (svi) of 1400.28ml (an accumulated from previous infusions). At 10:29 pm, pump module s/n (B)(6) alarmed for ¿occlusion patient side¿ and infusion was restarted recording a pvi of 5948.55ml. At 10:34 pm, infusion on pump module was paused recording a pvi of 5976.15ml. A delay of 75 min was programmed. At 10:38 pm, pump module s/n (B)(6) was selected and delay was canceled. The infusion was started and immediately channel was again selected and programed a secondary infusion of ¿ampicillin¿ with a drug amount of 2000mg, a diluent volume of 100ml, rate of 400ml/h and a vtbi of 100ml. Infusion was started and recorded a pvi of 5979.33ml and a svi of 1400.28ml. At 10:53 pm, pump module s/n (B)(6) completed secondary infusion and switched to primary infusion with a programmed rate of 300ml/h and a vtbi of 1200ml. The infusion was started and recorded a pvi of 5979.33ml and svi of 1500.3ml. At 11:26 pm, pump module s/n (B)(6) completed infusion for kvo. Channel was selected and user modified rate to 109ml/h and vtbi to 1090ml. Infusion was started and recorded a pvi of 3497.28ml. On (B)(6) 2025 at 1:17 am, pump module s/n (B)(6) alarmed of ¿air in line¿ and infusion was restarted. This event occurred a total of three (3) times and infusion was paused recording a pvi of 3692.97ml. Pump module s/n (B)(6) alarmed for ¿partial occlusion patient side¿ and infusion was restarted recording a pvi of 6702.97ml and svi of 1500.3ml. A few seconds after, infusion was paused recording a pvi of 6703.12ml. At 1:19 am, infusion for pump module s/n (B)(6) was restarted. Infusion for pump module s/n (B)(6) was restarted and pump module alarmed for ¿air in line¿ and infusion was paused recording a pvi of 3693.03ml. Suspect pump module s/n (B)(6) was paused recording a pvi of 908.781ml. At 1:21 am, pump module s/n (B)(6) alarmed for ¿partial occlusion patient side¿ and infusion was paused recording a pvi of 6712.71ml and svi of 1500.3ml. Silence key was pressed three (3) times and pump module recorded door was opened and a second after closed, silence key was again pressed. Minutes after, pump module s/n (B)(6) recorded door was opened and a second after closed, silence key was pressed. At 1:24 am, suspect pump module s/n (B)(6) was selected and user programmed a delay for 75 minutes. Additionally, pump module s/n (B)(6) was selected and user programmed a delay for 75 minutes. At 1:25 am, infusion of pump module s/n (B)(6) was restarted recording a pvi of 6712.71ml and svi of 1500.3ml. One (1) minute after, pump module alarmed for ¿partial patient side occlusion¿ and infusion was restarted recording a pvi of 6717.62ml and svi of 1500.3ml. At 1:31 am, suspect pump module s/n (B)(6) was selected and device alarmed for ¿operator walkaway¿, silence key was pressed twice (2) and cancel key was pressed. At 1:35 am, pump module s/n (B)(6) alarmed for ¿partial occlusion patient side¿ and infusion was restarted recording a pvi of 6757.9ml and svi of 1500.3ml. At 2:24 am, pump module s/n (B)(6) alarmed for ¿air in line¿ and infusion was paused. Channel was powered off recording a total pvi of 7002.57ml and svi of 1500.3ml. At 2:38 am, suspect pump module s/n (B)(6) was powered off recording a total pvi of 908.83ml. Pump module s/n (B)(6) was powered off recording a total pvi of 3693.03ml. No more infusions were recorded on this date for the suspect pump module. A review of the suspect pump module error log showed no errors or malfunctions relevant to the facility¿s complaint. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification, with no signs of unregulated flow observed it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Administration set passed the unregulated flow testing process and infused within specification for the rate accuracy testing process with no anomalies observed during the testing. Alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion of lipids was not able to be identified during the investigation. The suspect pump module was found to be infusing within specification. No observances of unregulated flow was occurring during the testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion event occurred with lipids. The pump was programmed to run lipids at a rate of 25 ml/hr with a total volume of 300 ml's for over 12 hours which was started on (B)(6) 2025 @ 2226. It was noted on (B)(6) 2025 @ 0130 that the lipids bag had ran dry. Tpn and normal saline were also infusing at the time of the event. Tpn cyclic rate started on (B)(6) 2025 @ 2226 for a rate of 54.5 ml's for 1 hr with a total volume of 54.5 and then change rate to 109 ml/hr @ 2329 for a total volume of 1,090. Also, 1:1 normal saline replacement running @ rate of 300 ml/hr for a total volume of 1,060 for over 4 hours. There was patient involvement, but no harm. Additional information provided - per customer "no there was no harm or injury directly to the patient. At the time the incident was noted. I had paused everything, reached out to my charge rn and had her come in to verify the rate should be correct. After we confirmed everything was programmed correctly on the pump. I called the pharmacy within less than 10 minutes to see what we need to do. They recommended there was no antidote or reversal agent needed to be given. We just needed to look out for symptoms of liver damage/issues. Otherwise, we should draw labs stat and follow up labs depending on what the stat labs are showing. The pharmacist relayed this info to the senior resident as well to confirm the plan and what we should be looking for."

Event description:
It was reported that there was an over infusion event occurred with lipids. The pump was programmed to run lipids at a rate of 25 ml/hr with a total volume of 300 ml's for over 12 hours which was started on 10/07/2025 @ 2226. It was noted on 10/08/2025 @ 0130 that the lipids bag had ran dry. Tpn and normal saline were also infusing at the time of the event. Tpn cyclic rate started on 10/07/2025 @ 2226 for a rate of 54.5 ml's for 1 hr with a total volume of 54.5 and then change rate to 109 ml/hr @ 2329 for a total volume of 1,090. Also, 1:1 normal saline replacement running @ rate of 300 ml/hr for a total volume of 1,060 for over 4 hours. There was patient involvement, but no harm. Additional information provided - per customer "no there was no harm or injury directly to the patient. At the time the incident was noted. I had paused everything, reached out to my charge rn and had her come in to verify the rate should be correct. After we confirmed everything was programmed correctly on the pump. I called the pharmacy within less than 10 minutes to see what we need to do. They recommended there was no antidote or reversal agent needed to be given. We just needed to look out for symptoms of liver damage/issues. Otherwise, we should draw labs stat and follow up labs depending on what the stat labs are showing. The pharmacist relayed this info to the senior resident as well to confirm the plan and what we should be looking for."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.